Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient also indicated that his 3 year old grandchild hit him in the chest near the device, which was extremely painful.